Manufacturer narrative:
H3: product analysis part# (B)(4); lot# 221066230: visual and functional inspection revealed the balloon has been damaged. The damage is a pinhole in the lower portion of the balloon. This type of damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. H6: updated eval. Code method medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with a spinal product type for primary osteoporosis, compression fracture. It was reported that the balloon did not inflate even when pressurized. The pressure gauge was slow to respond. An attempt was made to inflate the balloon on one side in the vertebral body, but the did not inflate and the pressure increased for a moment and decreased. There was leakage of contrast media in patient body, and it was judged that the balloon was perforated. Patient was not allergic to contrast media. During inflation the balloon rupture occurred. No fragments of the ruptured balloon remained in the patient's body. No other malfunctions of ibt occurred. A new product was opened and used. The second product inflated without any problems without any additional procedure. There was a delay in overall procedure time less than 60 min. No patient symptoms or complications as a result of this event. No treatment or additional surgery performed as a result of this event.